Event description:
It was reported that needle 25g 1in had foreign matter. The following information was provided by the initial reporter: it was reported that there was a loose, mobile, small piece of material likely plastic within the sealed, sterile area.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/16/2021. H.6. Investigation: two photos and one actual sample were received by our quality team for evaluation. Green foreign matter was observed inside the unit package. The foreign matter was sent for fourier transform infrared spectroscopy (ftir) analysis. The results show that the foreign matter matches reasonably well with that of polycarbonate. Material was collected from a green rack used in the assembly process and compared with the foreign matter. The results show that it is a reasonable match with polycarbonate and the spectrums are similar. A device history record review found no non-conformances associated with this issue during production of this batch. The needle packaging process was reviewed. There is are no green material or surface area at the needle packaging machine. As the ftir results show that the foreign matter spectrum matched reasonably well with polycarbonate which is the same as the rack material, this conformance has been reported to the manufacturing plant where this part was purchased from for further investigation.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 25g 1in had foreign matter. The following information was provided by the initial reporter: it was reported that there was a loose, mobile, small piece of material likely plastic within the sealed, sterile area.